Manufacturer narrative:
Visual inspection confirmed that this abutment screw has fractured and the hex has been slightly damaged. The review of the device history record did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The doctor indicated that this screw fractured during the insertion of the prosthesis.